Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump battery could not be charged. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.